Event description:
It was reported that the patient presented with urinary retention 4 days after the artificial urinary sphincter implantation. The patient was catheterized for 24 hours with good flow after tube removal, but 5 hours after tube removal the urinary retention condition recurred. The physician indicated the cuff was too small. The bladder was drained using a catheter with the device deactivated. A revision surgery was scheduled. No further patient complications were reported.

Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known inherent risk associated with implant of these devices as indicated in the instructions for use. The evidence from the product record review did not identify a potential product quality issue or new patient harm. Therefore, it can be concluded that inadvertent/unintentional interaction was the most probable cause of the complaint/event. Based on the information available, a conclusion code of known inherent risk of device and inadvertent/unintentional interaction were assigned to this investigation.

Event description:
It was reported that, four days post-implant of this artificial urinary sphincter, the patient presented with urinary retention. The patient was catheterized for 24 hours with good flow after tube removal, but five hours after tube removal the urinary retention condition recurred. The physician indicated the cuff was too small. The bladder was drained using a catheter with the device deactivated. A revision surgery was scheduled. No further patient complications were reported.